Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s3 bubble detector sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) quality received a report that the gain of the sorin s3 bubble detector sensor malfunctioned during a procedure. There was no report of patient injury. The device was returned to sorin group (B)(4) for investigation and the reported issue was confirmed. The technician found that the gain was too high, and the unit caused an alarm when used with an s3 console and only worked intermittently when used with an s5 console. It was determined that repair of the device was not possible and a replacement was offered to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) quality received a report that the gain of the sorin s3 bubble detector sensor malfunctioned during a procedure. There was no report of patient injury.

Manufacturer narrative:
This is a follow up to initial MDR submitted. The initial MDR was submitted in error. The device functioned as intended. The user set the gain too high, the alarm sounded and stopped the device from functioning due to the settings being set outside of its intended use. Corrections were made to manufacturer, MFR site to reflect the change to manufacturers name and updated contact information.